Manufacturer narrative:
Device evaluation of electrode belt sn 59146005. Has been completed. The reported problem (would not communicate with a monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted esd700 diode array on the distribution node pca. The root cause for the shorted diode array could not be positively identified. There was no death or adverse event associated with the belt malfunction.

Event description:
04/25/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned an electrode belt and reported that the electrode belt would not communicate with a monitor.